Manufacturer narrative:
Evaluation of the returned devices does not find evidence to support dislocation as reported. Examination of the returned devices finds nothing outward; however to suggest product error regarding the reported event. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify and evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient was revised because of dislocation.